Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that there was difficulty putting the ratchet handle on and when the handle was cranked to get the skin graft carrier through, it was not going in the correct direction. Therefore, the skin could not be meshed. An alternate device was retrieved for use causing a ten minute delay in surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
The customer returned a skin graft mesher device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher two times. The last repair was (B)(6) 2014 where it was reported that the screen was bent on the right side and the blade needed checked and the roller, bushings, side plates, comb, and gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher revealed that the calibration and test mesh could not be taken due to the bent comb. The ratchet gear was in backwards which caused the ratchet to not ratchet properly. The ball detents on the ratchet gear were turned in too far which caused the gear not to slide on the roller. The roller and gear were also visibly damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, damaged comb, gear, and ratchet gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since ratchet gear was in backwards which caused the ratchet to not ratchet properly. The ball detents on the ratchet gear were turned in too far which caused the gear not to slide on the roller. The root cause of the reported event cannot be specifically determined with the provided information since it is unknown how ratchet gear was in in dissimilar position. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.